Event description:
Provider was performing a robotic colectomy and when the provider inserted the circular stapler device, the tip of the device known as the anvil detached from the device and migrated into the colon. The case was converted to an open exploratory lap to retrieve the anvil. Upon manual examination the provider discovered that the anvil perforated the colon.